Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a non-pacemaker dependent patient presented in-clinic, high, out of range pacing lead impedance and increased capture thresholds were observed. Noise was observed on the far-field rv coil-can vector. Programming changes were made. The patient was stable and will continue to be monitored.